Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue.